Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device syringe port and window were cracked along with the screen, which was also cracked. Functional testing was performed, and the reported issue was unable to be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the patient reported that her pump is turning off on its own without any alarm. She also reported that she has been feeling dizzy along with a headache since morning.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.